Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician had difficulty successfully gaining venous access with back flow and ordered 500cc of intravenous fluid to be administered. Once micro puncture was successful, the physician encountered difficulty advancing the guidewire into the superior vena cava and it was noted that the patient has scoliosis. Reaching the septum to create a reliable tent for trans-septal crossing required the non-boston scientific (bsc) trans-septal sheath to be removed and re-shaped. Once trans-septal puncture was obtained, the left atrium pressure was 6 and more intravenous fluid was administered. A watchman access system double curve (was) was advanced to the laa. Contrast was injected and a 20mm watchman flx closure device and delivery system (wds) were selected for use. The 20mm wds was deployed in the anterior chicken wing lobe, however the limbus side shoulder was tucking under the wing, creating a large mitral shoulder. After four attempts and full recaptures with the same results, it became apparent that with the current trajectory, it would not be possible to successfully orient the device for closure. The was and 20mm wds were removed. The original non-bsc trans-septal sheath and wire were prepared to re-stick the septum more inferiorly. The physician was unsuccessful in re-sticking more inferiorly due to the previous puncture performed. A new was prepared, and extra curve was manually added to the sheath by the physician. The new was advanced through the original trans-septal puncture. A pigtail catheter was used to guide the was into the anterior wing of the laa. The pigtail catheter was removed and a new 20mm wds was prepared and advanced through the was. The physician applied counter clocking to keep the sheath in an anterior trajectory. The 20mm wds was unsheathed to a flex ball and deployed. Immediately the physician was concerned the closure device was outside of the appendage. The 20mm watchman flx closure device did not appear to have any compression. Contrast was shot through the sheath and appeared in the pericardial space. An effusion was checked and there was no increase in effusion. Upon further evaluation with transesophageal echocardiography (tee), it was apparent that the 20mm watchman flx closure device was in the transverse sinus space. Cardiothoracic surgery and blood bank were emergently called. The was and wds were left in place without attempting to remove or recapture. The patient was transferred to the operating room as soon as possible and remained hemodynamically stable. A sternotomy was performed, and the watchman devices were removed and the laa was sutured. The patient was extubated the next morning and recovering well. The physician believes that the second was the likely culprit of a perforation in the laa wall. The physician suspects the second was to be the cause due to the how slowly the pericardial effusion was forming, it was believed that the perforation was only as big as the was sheath and by leaving the sheath in place, that created a plug.